Manufacturer narrative:
Additional information: b2, b5, g3, h1 and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while taping noted air leak along proximal aspect of the endotracheal tube and saturations not quick to improve as expected, a small hole/cracked was discovered in the tube adapter after intubation of an extremely difficult airway. It was unknown if the crack was there before placement of the tube or if it broke during the intubation. A different blade and stylet for the glidescope was used per the request of the anesthesiologist, but it was unsure how that would have caused such a large crack/hole. The broken piece of the tube was never found anywhere and there was a concern that it ended up inside the patient. There was no plastic in mouth with finger swipe or visible in bed, the patient's saturation improved after the adapter was replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the adapter of the endotracheal tube was found to have a hole/crack in it after intubation of an extremely difficult airway. It was unknown if the crack was there before placement of the tube or if it broke during the intubation. A different blade and stylet for the glidescope was used per the request of anesthesiologist, but it was unsure how that would have caused such a large crack/hole. The broken piece of the tube was never found anywhere and there was a concern that it ended up inside the patient. There was no reported patient outcome.